Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-jun-2024, it was reported that patient faced infusion set cannula kinked event. The event occured within 3 hours of insertion. The insertion site was at the right side. The blood glucose level was 194 mg/dl at the time of event therefore the patient was treated with correction bolus via pump. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.